Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" message with the adc device was reported after three (3) days of wear and the customer was unable to obtain readings. As a result, the customer experienced seizure/convulsion and sweating and was unable to self-treat, requiring treatment with glucose gel provided by a non-healthcare professional (non-hcp). There were no reports of treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.